Event description:
It was reported that the physician requested a review of a stored ventricular therapy episode that was suspected to be supraventricular tachycardia (svt) for the patient with this implantable cardioverter defibrillator (ICD) as the patient was asymptomatic and underwent an ablation the day before. Technical services (ts) discussed the 1 to 1 arrhythmia appeared to be retrograde, the rhythm breaks and atrial tachy response (atr) ends, the rhythm then reinitiates with a premature ventricular contraction (pvc) and retrograde atrial maintaining the 1 to 1 rhythm. Anti-tachycardia pacing (atp) terminated the arrhythmia however it repeats until atp is exhausted and shocks begin, shock therapy was exhausted, and arrhythmia persisted at the end of the event. Ts discussed that when comparing the arrhythmia to normal ventricular signals there is a visible morphology difference, the anti-tachycardia pacing (atp) was successful and the pvc appeared to initiate the arrhythmia repeatedly and ts noted it was appropriate device therapy. A request for a review of a second episode was made to ts. Ts noted it is unknown what kind of arrhythmia it was, and noted it was unlikely sinus tachycardia. Ts discussed it was potentially junctional or atrioventricular nodal reentrant tachycardia. Ts discussed is up to the physician to discern. Ts was consulted and discussed possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.